Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information, further system/instrument log investigation cannot be performed.

Event description:
It was reported that after a da vinci assisted roux-en-y, the patient experienced "gi bleeding." The surgeon reportedly used white sureform 60 reloads with a sureform 60 instrument. Further information on interventions performed as a result of the complication and patient status are unknown. The surgeon was unsure of what caused the bleeding, but the patient's hemoglobin had dropped. The patient required one unit of blood. A reoperation was not required and the patient has been discharged home.